Manufacturer narrative:
Correction :section h6 : the investigating type codes were added which were inadvertently left out in the initial report. And the correct health effect code was updated in this report.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken where in the system was explanted